Manufacturer narrative:
Qn#(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73j1900370 investigation did not show issues related to the complaint.

Event description:
(B)(6) 2022, the clip was found broke during usage on the patient.